Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device.

Manufacturer narrative:
This report is submitted on april 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, following an ear cleaning the patient experienced a decline in hearing performance. It was found that the electrode array had extruded into the external auditory canal. Re-implantation is planned but has not taken place as of the date of this report.